Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production personnel tested the returned attachment. The attachment failed for run noise, water spray (no air), water spray (with air), leak, cap temperature, cut, current draw, cap removal and sheath rotation tests. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 23.9°c. Free run testing for 30 seconds resulted in a maximum temperature of 42.5°c. Free run testing for 3 minutes resulted in a maximum temperature of 57.6°c. Load testing the attachment was not conducted due to the attachment stalling in the test marble material when attempting to cut with the attachment. Maximum temperature as per specification is 13°c above cap ambient temperature after 30 seconds of free run. Maximum allowable temperature after 3 minutes of running attachment is 48.0°c in either free run or load testing modes. Attachment temperature failed all temperature limits. During examination after disassembly it was noted several internal components of the head assembly displayed moderate to severe debris. Also, moderate to severe debris and slight to moderate wear was noted on inner drive components. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear which, in tum, could have possibly caused the failure of the bearing retainers and the reported temperature rise.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.